Event description:
The ventilator alarm sounded abnormal. The co customer support engineer inspected the device and found that the alarm nut was too tight, causing a distortion of the alarm body. The cse adjusted the alarm nut. The unit passed extended self testing. It is not verified that the alarm malfunctioned, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.